Manufacturer narrative:
The material analysis and visual inspection of the returned device concluded that damage was observed on the head, consistent with explantation damage and movement against a third body. Damage and debris was observed on the taper of the head. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of (B)(4). Debris was consistent with a corrosion product and biological material. No materials or manufacturing defects were observed on the surfaces examined. A review of the provided information by a clinical consultant indicated that cup malposition in absent anteversion has caused an exposed anterior rim of the cup which leads to psoas impingement requiring revision. The clinical review noted the presence of some corrosion-like changes in the taper junction. These changes should be interpreted as secondary effects of the overload condition in the arthroplasty due to cup malposition. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
Patient presented with painful hip requiring revision surgery. The revision surgery replaced acetabular insert and femoral head.